Event description:
It was reported that upon this right atrial (ra) lead implant procedure, it showed an increase of the capture threshold after the lead was secured in place. X-ray confirmed the lead had dislodged, so the lead was repositioned and the measurements were adequate. The patient then began to complain of esophageal pain and was given intravenous paracetamol. The implant procedure was completed and the wound closed. After the device pocket was closed, the patient blood pressure was checked and was observed to decrease significantly. Intravenous fluids were administered, however, this did not help rising the blood pressure. The physician then requested an echocardiogram to be performed and a pericardial effusion was observed. The patient then had a drain to remove the excess fluid and was kept in close monitoring. The ra lead measurements and the lead position are confirmed to be stable. The medical staff theory is the atrial lead caused a micro-perforation when it dislodged, and with the drain and the new atrial lead position, no further complications are expected. The ra lead remains in service. No additional adverse patient effects were reported.